Event description:
Corrected information was received that oversensing was not observed on the device.

Event description:
During a clinic follow-up, episodes of t wave oversensing and undersensing were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable.